Event description:
Adverse event # 2. Wrinkling, (left side, implant serial number: (B)(4). Doi: (B)(6) 2020). On (B)(6) 2020, she presented with wrinkling, which required fat grafting on (B)(6) 2020. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 30, 2023 indicated that the patient underwent removal on (B)(6) 2023. Reason for device explant and/or reoperation: symmetry, wrinkling. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on aug 24, 2023. Device evaluation completed on aug 25 , 2023: the product was returned to mentor for evaluation.  Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ tm+ 395cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.  Manufacturer¿s reference number: (B)(4).